Event description:
Allegedly the patient will be revised for the following mom complications: shedding of metal debris into the bloodstream; massive tissue damage; bone damage; chronic pain; disability; pseudotumor and decreased mobility. The patient will be revised (B)(6) 2016. (Right)